Event description:
Pt experiencing discomfort with activity and weight bearing on left foot. Fracture has been asymptomatic. Due to a failure of conservative treatment and symptomatic hardware, the pt underwent hardware removal of left hallux, proximal phalanx on (B)(6) 2010. One plate and two screws were removed successfully. The top of the third screw broke off and was removed, but a portion of screw remains in the base of the proximal phalanx of the great toe. This portion was not retrieved and an exam of the surgical site revealed no prominence of the remaining portion of the screw. The pt tolerated the surgery well and was transported to recovery in stable condition.

Manufacturer narrative:
(B)(4): MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Additional info from user facility report: t-locking plate and screws. Catalog # unk; lot# unk.